Manufacturer narrative:
(B)(4): batch #l92v3l. The device was returned inside its original package. The tyvek from the packaging was noted to have one tear near the area where the blade of the device is located. During the evaluation of the packaging, it was found that the damaged was caused from the outside, the tyvek was noted to be wrinkled at the damaged area, most likely due to improper handling or storage which occurred outside of ees control. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a

Event description:
It was reported that prior to a gastric bypass procedure, the device was never used in a case. The issue is a tear in the tyvek cover. Not at the point of the "green button", but at the blade end of the packaging. This compromised the sterility of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.